Event description:
The customer reported a loss of motorized movement functionality. This may prevent the user from obtaining necessary fluoroscopic image views. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib mcu pcb, lemo cable and rui joystick were evaluated and replaced. The system was tested and found to be working as intended and returned to service.